Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, a cause for the reported positioning leaflet grasping failure could not be determined. The reported unspecified tissue injury appears to have been a result of the reported leaflet grasping failure. The reported patient effect of unspecified tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report tissue damage to the leaflet during grasping. It was reported that this was mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but was difficult as the ntw clip could not get an adequate grasp and mr appeared to get worse. It was noted that the posterior leaflet was damaged. The cds was removed and changed to an xtw clip. Two clips, an xtw and xt clip were implanted, reducing mr to 2+. No additional information was provided.